Manufacturer narrative:
(B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The device has not been received by carefusion.

Event description:
The customer reported while using the model ltv (lap top) 1500 ventilator, the suspect device, unplugged, would flash, alarm, and shut down. The customer reported the suspect device functions with no defects when plugged into an outlet. A third party service technician, not affiliated with carefusion (cfn) was able to duplicate the issue and replaced the suspect internal battery with a working one. The customer reported no patient involvement or allegation of patient harm.